Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 to 3 years ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent explant procedure. No further information has been obtained.